Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic with atrial lead exhibiting noise and was reproducible with isometric exercise. The device was reprogrammed successfully no noise was noted. No additional information was available.